Manufacturer narrative:
On (B)(6) 2020, mentor received additional information indicating that patient had bilateral replacements with cat#: 3503501bc on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 23th,2020, additional information received, indicates that patient scheduled for surgery on (B)(6) 2020, and the patient is going to have silicone implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc saline breast implants which the right side deflated, and patient experiencing capsular contracture baker grade IV on the left side after implantation. The issue was confirmed by the physician. As a result patient scheduled for bilateral removal on (B)(6) 2020. This report is for the left side.